Event description:
It was reported that while a patient was on the board, the user heard a crackling noise and the device stopped working then and there. The board was found to have a split on each side of the board and will not work at all. This is all the information user has at this time.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.